Event description:
Description of event: in the process of positioning the stent in the bile duct, the inner catheter of the oa-10 the handle was broken. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No patient/event info - notes: 1. Please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* optimos guidewire - outer diameter 0.035in / length 450cm / tip shape angled / first use 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Unknown 4. Was the wire guide inspected for damage prior to use?* yes, it was. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 7. If not with the device in question, how was the procedure finished?* unknown for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Unknown 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260v, 4.2mm 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. The bile duct 5. Was resistance encountered when advancing the wire guide to the target location?* unknown 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Unknown 7. Was resistance encountered when advancing the introduction system in place to the target location?* unknown 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Unknown 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown 10. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Device evaluation the 1 x oa-10 oasis one action stent introduction system of lot number c2062215 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 06/oct/2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files. On evaluation it was noted that inner and outer catheter and positioning sleeve returned. Stent and wire guide not returned. Inner catheter observed to be broken approx. 45.5 cm from the hub. Manufacturing records prior to distribution all oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for oa-10 device of lot number c2062215 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2062215. Instructions for use and label: it should be noted that the instructions for use (ifu0096) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be contributed to a torturous path causing a build-up of pressure leading to the user to apply excessive force when attempting to deploy the stent and resulting in the guiding catheter breaking at the distal end. Another possible root cause is that the catheter became damaged during handling/device preparation and this was exacerbated during use causing it to fracture. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, in the process of positioning the stent in the bile duct, the inner catheter of the oa-10 the handle was broken. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be contributed to a torturous path causing a build-up of pressure leading to the user to apply excessive force when attempting to deploy the stent and resulting in the guiding catheter breaking at the distal end. Another possible root cause is that the catheter became damaged during handling/device preparation and this was exacerbated during use causing it to fracture.